Event description:
It was reported that questionable catheter displacement occurred after initial implant. Symptoms the patient experienced included pain, difficulty voiding, difficulty with bowel movements, sexual dysfunction and loss of effective therapy. The location of the symptom or issue was listed as ¿? Displaced catheter tip¿. Diagnostic testing/troubleshooting included a dye study. The health care provider (hcp) reportedly indicated the catheter placement was t11 with ¿slight list towards l¿. As a result of the event, a different product was used; the distal portion of the catheter was removed and replaced. The device system was used to deliver dilaudid and buprenorphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).